Event description:
It was reported that a provisional fractured during insertion as part of a knee procedure. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a provisional fractured during a knee procedure. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Proposed component (annex g) code is mechanical (g04) - provisional bottom. Complaint sample was evaluated and the reported event was confirmed. Returned instrument exhibits signs of repeated use (nicked or gouged) and is fractured on the lateral side of post. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. Fractured provisionals were analyzed by optical microscopy revealing hackle marks and river lines in the case of bending overload; and hackle marks, river lines and striations were found in the case of low cycle fatigue culminating in a bending overload failure type. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.